Event description:
An access solution set was reported to have connection problems at the luer lock. Patient involvement is not known. No additional information is available.

Manufacturer narrative:
(B)(4). There was no report of patient injury or medical intervention associated with this event. Evaluation summary: the device was received out of the pouch and primed with a catheter attached to the male luer. Visual inspection showed that the luer collar was not engaged. Functional testing was performed by manually trying to engage the male luer collar, which failed. Microscopic inspection showed that the collar tabs/ears were stuck to the luer shaft. It appeared that they were adhered due to solvent bonding. The reported condition was verified. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received by baxter. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.